Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17642803l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Concomitant product: carto 3 system model #: m-4800-01 serial #: (B)(4). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a cavotricuspid isthmus (cti) ablation procedure for atrial flutter with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis and autologous blood transfusion. During the procedure, while completing the cti line in the right atrium, a steam pop occurred and was followed by an impedance spike. It was noted that the left side ablation had been completed. A small effusion was noted and monitored. Patient became hypotensive and a tamponade was detected. Heparin was reversed. Pericardiocentesis was in progress at the time of complaint report. It was noted that there was significant blood and fluid loss. Cell saver was in place for autologous blood transfusion. Patient will be monitored and remain hospitalized until stable. Patient received anticoagulant during the procedure with activated clotting time maintained in an unspecified range. It was noted that it is not believed at this time that a bwi product was responsible for the injury. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 7/31/2017 and the analysis has been completed. (B)(4). It was reported that a patient underwent a cavotricuspid isthmus (cti) ablation procedure for atrial flutter with a thermocool smarttouch bidirectional sf catheter. During the procedure, while completing the cti line in the right atrium, a steam pop occurred and was followed by an impedance spike. It was noted that the left side ablation had been completed. A small effusion was noted and monitored. Patient became hypotensive and a tamponade was detected. Heparin was reversed. Pericardiocentesis was in progress at the time of complaint report. It was noted that there was significant blood and fluid loss. Cell saver was in place for autologous blood transfusion. Patient will be monitored and remain hospitalized until stable. The returned device was visually inspected and during the first visual inspection it was found reddish material on the catheter tip. However, during the second visual inspection, no reddish material was observed. This could be related to the decontamination process during the first inspection. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and the catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. The catheter outer diameter was measured and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.